Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation, the rear response button was nonfunctional due to the presence of an unk contaminant. The root cause of the contamination cannot be positively identified but was likely liquid ingress. No adverse event resulted from the defective response button. The pt rec'd a replacement monitor.

Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that, after pushing the response buttons, the pt's monitor would not start up. The pt was issued a replacement monitor.